Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that during the implant the physician repositioned the right ventricular lead a few times extending and retracting the helix. The physician did not think the fixation mechanism was functioning properly. A new lead was implanted. No patient complications were reported as a result of this event.